Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2022-48595. During a clinic follow-up, the patient presented with a red, swollen device pocket. A culture was performed and the results were positive for an infection. The device and right ventricular (rv) lead were explanted. A few days following explant, a new device and rv lead were implanted to resolve the event. The patient was stable and will continue to be monitored.